Manufacturer narrative:
Plant investigation: the complaint sample was returned for investigation. A defect was observed at the luer connection of the blue venting line. It can be assumed that the reported leakage was caused by a defective luer lock positive adapter. The manufacturing records were reviewed, and there was no evidence of a non-conformance in the manufacturing process.

Manufacturer narrative:
Due to the timeframe of the complaint and the nature of the product, fmcrtg will not be conducting any product investigation. The information provided by xenios represents the totality of what is known and has been submitted on this 3500a.

Event description:
It was reported to fresenius medical care that during priming the deairing port was leaking and that when the perfusionist tried to tighten the port, it broke off. It was reported that the cause was clearly visible as it was leaking during prime and the circuit was subsequently changed. The kit did not have any contact with blood. It was reported that the kit was available to be returned to xenios, however further information was not provided.

Manufacturer narrative:
Correction: h6.